Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The fns is still present with the new device. The clinic is planning to monitor it through mapping in the future. It was reported that the facial nerve was damaged during drilling. The user will be monitored to see if the condition improves.

Event description:
The fns is still present with the new device. The clinic is planning to monitor it through mapping in the future. It was later reported that the surgeon seems to have touched the facial nerve during the drilling for the re-implantation surgery. The user will be monitored to see if the condition improves. Despite requested, no further information was received.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences facial nerve stimulation (fns) whilst using the device. Reportedly the facial nerve was damaged during implantation surgery, which likely led to the reported symptoms. The recipient will be monitored by the clinic. The device remains implanted and in use.